Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident. The customer was reported that the insulin pump was unresponsive for a while. The customer was also reported that the insulin pump had diminished battery life, issues with incorrect readings. The customer was reported that the insulin pump had no alarm when cannula was bent, it was stuck at night. The insulin pump will not be returned for analysis.